Manufacturer narrative:
Updated information: d4 catalog number, serial number, and UDI updated.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
44 year old male patient experienced cardiac arrest and was flown to hospital. Patient implanted with impella cp for cardiogenic shock. Pump was found deep in ventricle on imaging, but physician did not reposition pump. Hemolysis and renal failure occurred with no pump repositioning. The following morning, the pump migrated to aorta, and decision was made to remove pump.

Manufacturer narrative:
Corrected information has been provided in b1 (is product problem) to capture the malfunction code.